Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found a broken ambient light module. The hospital ordered a new silicone ambient light module, and secured the assembly with tape, pending repair.

Event description:
The customer reported that an ambient lens cover was loose and that it has been held on by tape. No patient was involved at the moment of the event and no injury was reported. (B)(4).